Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 537 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. Tandem technical support commenced conducting system check. Reportedly, the customer had removed current and past infusion sets, however, did not manually check for any defects.